Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient underwent placement of a ultrathane carey-alzate-coons gastrojejunostomy replacement catheter for an unspecified indication. The connector cap detached from the device at an unspecified time following placement. The device was completely explanted and replaced. No further event or patient information was provided. The device was received by the manufacturer for evaluation.

Manufacturer narrative:
Investigation ¿ evaluation: a review of dimensional verification, drawing, instructions for use (IFU), manufacturing instructions, quality control data, and visual inspection was conducted during the investigation. The device failure analysis determined that the flare was out of round with one side being 0.237" and the other side 0.263". These dimensions are within the manufacturing specifications on 0.202" to 0.276" . Because distortion of the flare can occur when the flared tube is pulled through the base of the connector cap, this is not an indication that the device was manufactured out of specification. The connector cap was not returned for this complaint. Process validation activities were successfully completed and did not observe any notable gaps in production and processing controls. As a preventive measure, internal personnel were retrained to internal quality control inspection and manufacturing procedures as well as advised of the risks associated with hub failure for this device. A device history record review could not be performed as the complaint lot number was not provided. Similarly, a complaint history search could not be conducted for similar complaints for this lot number. Based on the available information it is not clear if the leading cause to this event might be associated with the mobilization of the patient (the cap could become dislodged during the mobilization of the patient), an eventual medical procedure event or an eventual malfunction of the device. We will notify the appropriate personnel and continue to monitor for similar complaints. Measures have been previously initiated to address this issue. Per the quality engineering risk assessment, no further action is required.